Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump. The reporter stated that they were told by their healthcare provider (hcp) that the hcp had a patient where ¿a piece on the side of the pump was broken¿ and the hcp had to go in and fix that, but the patient was ¿doing just fine now.¿ the reporter had no further information to provide regarding the event.